Manufacturer narrative:
A2 and a4 are unknown. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
It was reported that a patient implanted with an impella cp experienced no pump flow after a repair of the ventricular septum was performed. The impella was replaced with an intra aortic balloon pump. Upon explant of the pump a thrombus was found on the impeller. The patient was in stable condition.

Manufacturer narrative:
Correction: section b1 was marked for product problem as it was left unchecked in the initial report. Product complaint # (B)(4). Investigation summary: thrombosis: the root cause of the injury was unable to be determined due to insufficient clinical details. Low or blocked pump flow: the cause of low or blocked pump flow was unable to be determined due insufficient clinical details, no product or data logs returned. Device history lot: device lot: 1923316. Device history batch: subcomponent lot: n/a. Device history review: the pump sn (B)(6) passed all the post sterile inspection checks.